Event description:
It was reported that the device did not meet longevity expectations and triggered an alert for recommended replacement time (rrt). The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated (eri) and the time of recommended replacement time (rrt) in the save to disk was on (B)(6) 2012; the device rrt was less than or equal to 2.62 volts. The weekly battery voltage trend data shows a minimum battery voltage equal to 2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012.